Manufacturer narrative:
Submit date: 5/16/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the guide wire could not be inserted through the catheter, it was stuck near the end of the lumen, it could not go through the hub area. The same guide wire was used in a second catheter and it went through. It appears to be a problem with the catheter rather than the guide wire. The patient was involved with no injury.

Manufacturer narrative:
Submit date: 07/20/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the catheter did not reveal any visible issues. A guide wire was passed through both extensions; as result the guide wire passed easily through the arterial extension; however, the guide wire did not pass through the hub in the venous extension. The catheter was cut below the hub and it was observed to be partially obstructed with a kind of resin inside the venous orifice of the hub, the orifice looks smaller. A possible root cause can be due to an excess amount of dimethylacetamide during gluing operation of the tube and hub. A formal corrective and preventative action was opened for this event and no further action is required at this time. It must be noted that in-process controls such as visual inspection and pressure test (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.